Manufacturer narrative:
Account reported that patient was seen (B)(6) 2014. +1.50 +.75 x 90. 20/50 uncorrected and best corrected. Placeholder.

Manufacturer narrative:
Date of event: not reported/unknown. The clinic is reporting this adverse event only and did not request or require field service or clinical support. No other surgeons have complained of any overcorrections, nor has this same doctor had any other patients overcorrected. This is an isolated event. It is currently not determined whether the patient will need an enhancement. Patient is still stabilizing. Clinical development manager reviewed the operation report and it was noted the tracker was not used during the treatment, however, the surgeon may have thought it was on. The epithelium was removed by amoils brush. Mitomycin .02% was used post operatively for one minute. Post-operatively the patient received zymaxid, acuvail, pred forte and cyclogel. There was nothing unusual noted in the surgical orders & operative report. Not available at the time of as record is off-site. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Patient was seen on (B)(6) 2014, +1.50 +.75 x 90, 20/50 uncorrected and best corrected. Placeholder.

Manufacturer narrative:
Placeholder.

Event description:
Account reported that patient was overcorrected by more than 6 diopters after surgery. Surgery was on (B)(6) 2014. Patient original rx was -8.75 +0.75 @ 40. 20/25 best corrected visual acuity (bcva). Only left eye was treated. It was a standard prk (photorefractive keratectomy) treatment. Surgeon reported that patient was improving and then got a little worse. Patient was 20/80 uncorrected, but her pentacam was abnormal. Surgeon change the vertex distance for this patient to 13.75. On (B)(6) 2014, it was reported that patient's last refraction was +1.50 + 0.75 x 090. Patient has no known medical history and is not taking any contraindicated medications.